Manufacturer narrative:
D10 continued: 6935m62 lead, implanted: (B)(6) 2014; 37601 dbs ipg, 3387s-40 dbs lead, 3708660 neuro extension implanted (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the health care professional (hcp) that the patient complained of bradycardia. A review of the device data by qualified personnel found no evidence of a device malfunction in the remote transmission. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.